Event description:
This is a spontaneous report by a nurse in (B)(6) of break in aseptic technique and peritonitis coincident with physioneal and extraneal therapies. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. Remedial treatment with ceftazidime intraperitoneally (ip) 1g/day and cefazolin ip 1g/day (both administered during the night cycle) was initiated and ongoing. The event did not require hospitalization. Peritoneal dialysis (pd) therapy continued unchanged. On (B)(6) 2012, the patient visited the hospital and the peritoneal effluent was limpid. At the time of this report the peritonitis was ongoing but resolving.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.